Event description:
Reportedly, during f/u, the programmed settings could not be modified and this was associated to pt dizziness. This was solved with a 2nd programmer. An explanation is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was mfg and used outside the u.s. Analysis is pending.